Event description:
As reported, during the est (endoscopic sphincterotomy) procedure the knife wire of the device broke during the first energization. The broken wire did not fall out of the body. The device was replaced with similar device and the intended procedure was completed with no harm or injury to the patient. No user injury reported.vio 200s is the high frequency electrical surgical unit used with the device with setting of end cut I mode.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed that the cutting wire was broken; the component was scorched/melted. However, the outer diameter and coating portion of the cutting wire found to be normal, and the device had no missing parts. A review of the device history record found no deviations that could have caused or contributed to broken cutting wire. A definitive root cause for this issue was not established. However, it is probable that the following factors contributed to the broken cutting wire: a high frequency current was applied between the cutting wire and the tissue at the point of contact. As a result, the current density at the contact area increased and the cutting wire instantly became hot. The cutting wire may have also overheated because the high frequency current was applied when the cutting wire and the tissue were close to each other. This may have resulted in an electrical discharge which led to the overheating. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.